Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during ventilator treatment, the ventilator system generated different alarms, indicating insufficient ventilation to patient. It was also reported that the ventilator had technical alarms related to the expiratory cassette. The ventilator was replaced. There was no patient harm reported. (B)(4).

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on-site by our field service engineer. The expiratory cassette was replaced with a known good expiratory cassette. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. Provided log files did not include the reported event date. Correct log files were requested but not provided. Screen photos of logs from the reported date and time were provided. The photos confirm several alarms have been generated as an indication of difficulties with ventilating the patient to and from during the period when the user facility states that the event has occurred. Those alarms indicate that the ventilator was functioning and it attempted to deliver the ventilator support using the preset pressure level but it failed due to the imposed restriction of the set upper pressure limit. The alarm for expiratory cassette error was also generated indicating a technical problem with the expiratory cassette. The ventilation difficulties may either be related to not optimal user settings of the device for the actual patient or an increased expiratory resistance in the patient¿s breathing system where the expiratory cassette is one component. Since no parts were returned for investigation, the root cause has not been determined, but the replaced expiratory cassette is most likely the cause of the ventilation difficulties.